Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported that during a labrum refixation surgery the tip of the device broke off when piercing the tissue. All parts were retrieved from the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with another device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.